Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube 77.2cm from the hub. Microscopic examination revealed a pinhole in the balloon 4mm from the tip. There is blood present in the guidewire lumen, inflation lumen, and balloon. The balloon is loosely folded.

Event description:
It was reported that balloon ruptured occured. The target lesion was located in the right posterolateral artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the first inflation at 16 atmospheres for 8 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.